Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02584. It was reported the patient felt heating at his ipg site after 15-20 minutes of charging. He reported he discontinue charging due to the issue and he felt like the ipg was burning from the inside. It was reported that one hour after the event no warmth was felt on the skin, but the patient still felt the burning sensation inside the pocket. The sjm representative advised the patient of charging precautions. Follow-up identified the issue had not recurred. The patient reported the ipg site will be revised as his ipg is currently located on his hip bone. No further information is available at this time. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.